Event description:
A nurse programmed the infusion pump to 250 ml with 40 meq of kcl to infuse at 87 ml/hr, but the total infused in 1 hour. The device was tested by biomedical engineering at various rates, but the problem could not be duplicated. The disposable tubing is not available for testing. The device was sent to the manufacturer for further testing and for the data log to be read. The manufacturer tested the device and could not duplicate the problem. Also, the data log was printed and all programs were set according to the nurse's report. Testing on the device indicates that the device is in good working condition and delivering fluid within specifications.